Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the equipment is turned off, it remains in boot mode; it does not turn on. There was no adverse patient impact reported.